Event description:
It was reported that testing of the right ventricular lead yielded noise, a high impedance and no capture and that a fracture was vi sualized on the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).